Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device leakage".

Event description:
Patient reported right side device leakage is suspected. The device remains implanted.

Event description:
Patient reported right side device leakage is suspected. The device remains implanted.

Event description:
Patient reported right side device leakage is suspected. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Additional observations: observed deformation on the device. Observed creases on the device. Red particles observed on the surface of the device. No further actions are required as the device was implanted.